Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: (B)(4) envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 21mm non-abbott balloon. The valve got fully re-sheathed 2 times due to implant was too high. The final implant depth at non-coronary cusp (ncc) was 3.65mm and left coronary cusp (lcc) was 3.94mm. While in the post-op cardiac unit, the patient developed hypertension and chest pressure. Hydralazine and nitroglycerin were administered for treatment. The patient experience ventricular tachycardia. The patient developed a left bundle branch block (lbbb) when they returned to the cardiac recovery. No treatment was required for the ventricular tachycardia and lbbb. The patient was discharged the following day.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. An unexpected medical intervention was result of case specific circumstances, as medication required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.